Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 28.2 cm from the connector pin was returned. External insulation abrasions were found at 24.0-24.4 cm, 27.4-27.7cm, and 28.0-28.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 27.4-27.7cm. This is consistent with the reported field event of noise.

Event description:
It was reported that lead noise was noted via review of the devices data records. During lead revision, an insulation abrasion was observed. Lead was explanted and replaced.